Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h4, h6. Corrected filed: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the probable cause for the flashing display is unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Both the dimmed light as well as the flashing display were present during the device evaluation. There were also turret failures noted in the form of a filter and mesh malfunction. The light guide connector was also found worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera pro xenon light source was producing a poor-quality image. According to the initial reporter, the image was visible, but notably dim. Additionally, the user noted that the front panel display was flashing. Reportedly, the intended procedure was completed using the subject device. There was no patient harm reported as a result of this event.